Event description:
It was reported during the implant procedure, crosstalk was observed, which led to pacing inhibition on a pacemaker dependent patient. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of crosstalk was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were detected. The cause of the reported crosstalk could not be determined.